Event description:
It was reported that the insulin pump had cracks near the battery compartment, near the reservoir window and around the display window. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. It was unable to perform the displacement test due to the lcd damage. Device received with cracked battery tube threads, cracked reservoir tube window, cracked case at lcd window corners, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.